Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ip-pc) failed to boot up and the customer was unable to use the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue had occurred during cath diagnostic of coronary procedure. The case had to be cancelled since this is the only cath lab. The philips remote service engineer (rse) checked the device remotely and confirmed that the image processing pc (ip-pc) failed to boot up. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon troubleshooting the rse observed no lights on the pc and suspected that the power supply of the pc was defective. The rse suggested for replacement of the ip-pc and hard-drives. The defective ip-pc was returned for analysis, and it confirmed the power supply failure. To resolve the reported issue, the customer replaced the ip-pc and hard drives. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.